Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date. The returned device evaluation results. (B)(4). The actual device and a competitor's stent were returned to the manufacturing facility for evaluation. Magnifying visual inspection upon receipt revealed the shaft had a kink at approximately 1 mm from the distal end, where the coil pitch had been widened. On the platinum coil segment, there was no other anomaly. Magnification of the stainless steel coil segment revealed no anomalies. There was no deformation or irregularity on the coil. The outside diameter of the undamaged segment of the platinum coil was measured and met manufacturer specifications. The outside diameter of the stainless steel coil segment was measured and met manufacturer specifications. The mobility resistance of the distal segment was determined in accordance with the shipping inspection procedure and confirmed to meet manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined, based on the available information, it is likely that the actual sample accidentally became stuck in the stent strut while it was being withdrawn. At that moment, the shaft became kinked at approximately 1 mm from the distal end where the platinum coil pitch was widened. Subsequent pushing and pulling manipulations to the actual sample caused the stent to become deformed. However, the cause of this complaint cannot be definitely determined. The potential for such an event is addressed in the instructions-for-use (IFU) with statements such as the following: "manipulate the runthrough ns slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under high resolution fluoroscopy. - manipulate the runthrough ns carefully when crossing it through a deployed stent stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Manufacturer narrative:
Initially the expiration and device received date was reported incorrect. The actual device has not yet been received at the manufacturing facility for evaluation. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. - attachment: [(B)(4) medwatch uf.pdf]

Event description:
On (B)(4) 2017, terumo medical facility received a medwatch report that stated the following: the patient was having a coronary stent placement in the cath lab. When the cardiologist attempted to remove the guidewire after placing the stent, he could not. The patient came to the o.r. For CABG, ligation of atrial appendage and removal of the guidewire. The patient was placed on bypass and the right coronary artery was opened. The stent was removed and the guidewire was able to be removed through the right femoral artery.